Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged one month post implant. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the stylet insertion test due to dried blood in the lumen tip area, however this model lead is designed with an open lumen. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
--

Manufacturer narrative:
The lead was returned and is currently in analysis. When analysis is complete, this report will be updated.